Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that yesterday her insulin pump alerted low battery; however, every time the customer changed the battery the low battery alert would recur. The patient's blood glucose at the time of incident is unknown. The customer was unable to rewind or receive a response from the insulin pump after one of the battery changes. The customer had another insulin pump that was non-functional due to a priming and filling issue. No products were returned or replaced as of yet.